Event description:
There was a report of a pump malfunction with no notable events occurring prior. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer by providing pump reset information, which successfully resolved the issue without recurrence. The customer was instructed to continue using the pump and to call back if the malfunction recurs, and they acknowledged and understood these instructions.